Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 current controlling transistor was thermally damaged. The cause of the charger problem is the damaged transistor. The root cause of the thermally damaged component cannot be positively identified. No adverse event resulted from the damaged component.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was showing a charger problem.